Event description:
Product analysis for the generator (not suspect device) was conducted. During this analysis it was discovered that the first instance of high impedance occurred earlier than initially reported. The lead has not been received to date. No other relevant information has been received to date.

Event description:
It was reported that the suspect product has been returned to the manufacturer. Product analysis has not been approved to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen with high impedance. The patient underwent surgery to correct this high impedance. A new generator was connected to the existing lead, the impedance value was confirmed normal. The surgeon thinks that there might have been a problem with the connection between the generator and the lead. However, there is no way to confirm this information currently, as there is no known test resistor diagnostic result available. The lead cannot be ruled out at the suspect product, and will be considered the suspect product moving forward. No other relevant information has been received to date.